Event description:
It was reported that the customer received two auto-off alarms. She has been to the hospital for high blood glucose levels. Her medications contributed to her low and high blood glucose levels. The last alarm she received was a low reservoir alarm. Her blood glucose level was 146 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-43497 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.